Event description:
On 8/31/2023, it was reported by an arthrex subsidiary employee via email that an ar-3636 knotless fibertak got stuck in the guide. This was discovered during a procedure on (B)(6)2023. The case was completed using a new product. Additional information received on 9/6/2023: this was discovered during a labrum repair procedure and completed using another ar-3636 knotless fibertak. The fibertak inserter got stuck in the guide while it was outside of the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.